Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pacemaker exhibited backup vvi one day post-implant. A software download resolved the issue. No adverse consequences were reported.